Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use rapidcross balloon for patient treatment. The balloon was inflated using a syringe. It was reported that when the catheter was removed, the shaft region ruptured and a portion of the balloon remained inside the patient¿s body. A snare was used to retrieve the remaining balloon portion. A second puncture was made, the sheath was changed, and successful retrieval was achieved using the snare. No further patient injury reported

Manufacturer narrative:
Product analysis the device was received with the distal shaft and balloon detached. The detachment occurred at the rx joint, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.